Event description:
(B)(4) - the consumer alleged that while crossing a street the m91 power wheelchair stopped in the middle of the traffic. There was no reported injury associated with this event.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately five year old. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.